Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the unused device return date in section d9 and to provide evaluation of the returned samples. The returned samples were same lot samples and other lot samples. The received same lot and other lot samples were visually in good condition. No related defects were noted that may cause problems in safety sheath activation.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual sample was not available. Instead, a reference photo from tmc showed a 25g sg3 safety needle connected to a syringe wherein the cannula was observed bending outside of the sheath. It was also not captured by the tooth of the sheath. The wing collar of the sheath was fully locked. Retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. A total of nine (9) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. Simulation through manual sheath activation was conducted on the retention samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity during and after activation was encountered that may lead to the complaint. The root cause of the complaint could not be identified to be related to our production or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. A series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise you to follow the instructions for use (IFU) for the proper usage of the mckesson sg3 safety needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved needle bent when the safety was activated. They have a safety concern with the faulty needle. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.